Manufacturer narrative:
Failure analysis confirmed that the insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, analysis was unable to prime unit during prime/a33 test due to faulty force sensor resistor. (Gold) the motor was tested outside the device and passed. The insulin pump was received with cracked case at display window corners, scratched lcd window, and broken battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was unknown. The customer did not state any significant events leading to the alarm. The insulin pump will be returned for analysis.